Event description:
The customer reported via phone call that they experienced a blank display on the insulin pump. The customer explained that the insulin pump kept shutting off intermittently, alarming and making noises. The customer kept receiving the battery out limit alarm when inserting a battery. The customer's blood glucose was unknown. While troubleshooting, the customer confirmed that the insulin pump had not been dropped, bumped or exposed to moisture. The customer stated that the battery compartment and the spring were neither damaged nor corroded. The customer was advised to insert a new aaa alkaline battery, and the customer stated that the display returned. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.